Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there a delay to surgery as a result of the difficulties? No delay. What was the condition of the patient following the procedure? (Stable, discharged, critical ¿ please explain) the patient was stable as if the instrument had never been broken. Is this device being returned for evaluation? Yes. Is the broken jaw being returned with the device? Yes.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the mobile jaw broke off during mesenteric vessel sealing. Tissue may have been a bit thick but the surgeon felt comfortable using it for that part of the procedure. This occurred near the end of the case and no complication occurred. Clips were used to seal the last few vessels. The surgeon removed the broken piece with another laparoscopic device.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.